Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material could not be identified. Deviation from reprocessing per the instructions for use (IFU) could not be confirmed - therefore, a further cause of the suggested phenomenon could not be presumed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Upon further evaluation, service found the angulation in the up direction was out of specification due to wear of the angle wire. The insertion mount was out of specification due to crumpling part of the angle wire. The insulation resistance was out of specification due to missing part of the distal end cover, and the distal end had a dent. A leak was observed due to perforation of the channel tube. The light guide lens was broken. The rubber adhesive was broken (chipped). There was a crease in the connecting tube. There was crumpling at the connecting tube protector (boot). The suction cylinder was discolored and deformed. The objective lens and light guide lens had stains. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device had reduced angulation. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found foreign material was blocking one of the channels. This report is being submitted for the foreign material found during the device evaluation.